Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for increased/high gradient was confirmed with other empirical evidence. There is no evidence to support that manufacturing non-conformities resulted in this issue. Imaging was not provided for this review. Since there is no medical record information and imaging was not provided, no device related issues or malfunction can be confirmed and root cause cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that the patient expired on post-operative day (pod) 2 due to cardiogenic shock, right ventricular failure. The day of procedure, the patient's right ventricle was severely depressed and the hospital team decided to still proceed with the procedure. The patient was started on dobutamine and increased the dobutamine during the procedure. The evoque valve was deployed in a stable and optimal position. On pod 1 or 2, the physician stated the patient was in the unit on inotropes for right ventricle function and an additional concern of increased gradient through the valve. On pod 2, the patient expired while in hospice; cause of death reported as cardiogenic shock, right ventricular failure.